Manufacturer narrative:
Additional information was received that the device was not working for the patient because it was not providing adequate relief. The patient underwent an explant procedure and was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient's ipg was not working. The patient will undergo an explant procedure.